Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), migraine ("other injuries/symptoms ¿ migraine"), headache ("other injuries/symptoms-headaches"), tooth disorder ("other injuries/symptoms- dental probs"), nausea ("other injuries/symptoms- nausea"), fatigue ("other injuries/symptoms- fatigue"), visual impairment ("other injuries/symptoms- vision probs"), alopecia ("other injuries/symptoms- hair loss") and skin disorder ("rash/skin condition"). The patient was treated with surgery (salpingectomy (unilateral)). At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, rash, migraine, headache, tooth disorder, nausea, fatigue, visual impairment, alopecia and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event injury was updated and new events: pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), allergy - rash/skin condition, perforation - fallopian tubes, other injuries/symptoms ¿ migraine , headaches, dental problems ,nausea, fatigue, vision problems ,hair loss were added. Case becomes valid. New reporters and plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/ migration/ right device migrated/perforation (fallopian, tube(s), and device dislocation ('migration of essure device location of device: left device migrated') in an adult female patient who had essure (batch no: 846828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic mass. Previously administered products included for birth control: depo provera on (B)(6) 2011. Concurrent conditions included hives, ovarian mass, discomfort and overweight. Concomitant products included omeprazole and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced abdominal pain ("abdominal pain"), nausea ("other injuries/symptoms- nausea"), vision blurred ("other injuries/symptoms- vision probs-blurred") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have neoplasm ("tumor / teratoma / cancer type: 30cm mass"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), pruritus ("rash/skin condition-itchy"), migraine ("migraine"), headache ("headaches"), tooth disorder ("other injuries/symptoms- dental probs"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("other injuries/symptoms- hair loss extreme"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and urticaria ("hives"). The patient was treated with surgery (on (B)(6)2018 salpingo-oopherectomy(left side). At the time of the report, the fallopian tube perforation had not resolved, the device dislocation, pelvic pain, abdominal pain, menorrhagia, pruritus, migraine, headache, tooth disorder, nausea, fatigue, vision blurred, alopecia, vaginal haemorrhage, allergy to metals, dysmenorrhoea, weight increased and urticaria outcome was unknown and the neoplasm had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, neoplasm, pelvic pain, pruritus, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: therefore, this one was removed, and another device was placed with approximately 5 coils sticking out of the right tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: bilateral occlusion. Lot number: 846828, manufacturing date: 2011/03, expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/ migration/ right device migrated') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included omeprazole. The patient's medical history included pelvic mass. Concurrent conditions included hives, ovarian mass and discomfort. Concomitant products included paracetamol (acetaminophen). On an unknown date, the patient started omeprazole at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), migraine ("migraine"), headache ("headaches"), tooth disorder ("other injuries/symptoms- dental probs"), nausea ("other injuries/symptoms- nausea"), fatigue ("other injuries/symptoms- fatigue"), visual impairment ("other injuries/symptoms- vision probs"), alopecia ("other injuries/symptoms- hair loss extreme"), skin disorder ("rash/skin condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and urticaria ("hives") and was found to have weight increased ("weight gain") and neoplasm ("tumor / teratoma / cancer type: 30cm mass"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary),). At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, rash, migraine, headache, tooth disorder, nausea, fatigue, visual impairment, alopecia, skin disorder, vaginal haemorrhage, allergy to metals, dysmenorrhoea, weight increased and urticaria outcome was unknown and the neoplasm had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, neoplasm, pelvic pain, rash, skin disorder, tooth disorder, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: therefore, this one was removed, and another device was placed with approximately 5 coils sticking out of the right tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Concomitant medication added. Events : abnormal bleeding (vaginal), dysmenorrhea (cramping), nickel allergy, weight gain, hives, tumor / teratoma / cancer type: 30cm mass were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/ migration/ right device migrated/perforation (fallopian, tube(s)),') and device dislocation ('migration of essure device location of device: left device migrated') in an adult female patient who had essure (batch no. 846828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic mass. Previously administered products included for birth control: depo provera on (B)(6)2011. Concurrent conditions included hives, ovarian mass, discomfort and overweight. Concomitant products included omeprazole and paracetamol (acetaminophen). On (B)(6)2011, the patient had essure inserted. In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced abdominal pain ("abdominal pain"), nausea ("other injuries/symptoms- nausea"), vision blurred ("other injuries/symptoms- vision probs-blurred") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have neoplasm ("tumor / teratoma / cancer type: 30cm mass"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), pruritus ("rash/skin condition-itchy"), migraine ("migraine"), headache ("headaches"), tooth disorder ("other injuries/symptoms- dental probs"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("other injuries/symptoms- hair loss extreme"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and urticaria ("hives"). The patient was treated with surgery ((B)(6)2018 salpingo-oopherectomy(left side)). At the time of the report, the fallopian tube perforation had not resolved, the device dislocation, pelvic pain, abdominal pain, menorrhagia, pruritus, migraine, headache, tooth disorder, nausea, fatigue, vision blurred, alopecia, vaginal haemorrhage, allergy to metals, dysmenorrhoea, weight increased and urticaria outcome was unknown and the neoplasm had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, neoplasm, pelvic pain, pruritus, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: therefore, this one was removed, and another device was placed with approximately 5 coils sticking out of the right tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6)2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received- lot number were added. New event migration of essure device location of device: left device migrated were added. Event rash/skin condition updated to itchy. Event vision problems updated to blurred vision. Outcome of fallopian tube perforation updated to not recovered / not resolved. New reporter, historical drug and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.